Manufacturer narrative:
Qc was within the established ranges prior to and on the day of the event. A routine system check was performed on (B)(4) 2011, and the results were within the instrument specifications. Service was dispatched on (B)(4) 2011 for this event. The field service engineer (fse) performed high sensitivity system checks but failed even after various efforts to replace, align, and verify hardware components between (B)(4) 2011 and (B)(4) 2011. The fse returned on (B)(4) 2011 and rebuilt the substrate pump, decontaminated the substrate system and adjusted the luminometer and led setting. The fse performed a high sensitivity system check and the results were within the instrument specifications. The fse returned on (B)(4) 2011 and replaced the sample probe, the transducer, and fluidics harness for reagent pipettors. The fse performed a special clean, carryover tests and again a high sensitivity system check. No issue was noted.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a false positive total beta hcg (tbhcg) result generated by unicel dxi 800 access immunoassay analyzer for one patient. The result was reported out of the laboratory. Subsequent testing produced lower results within the normal reference range which better matched the patient's clinical presentation. It is unknown if the patient treatment was affected.